Event description:
It was reported that an asymptomatic patient presented in clinic for follow up, and fluoroscopy revealed externalized conductors. Loss of capture was also noted. The lead was explanted and replaced.

Manufacturer narrative:
Externalized conductors due to internal insulation abrasion were found at 9.0-12.5cm from the distal tip. The rv conductor was visible. Internal insulation abrasion was found at 34.1-35.4cm from the tip. External insulation abrasions were found at 5.7-6.6cm from the pin and 39.0- 39.4cm from the distal tip, consistent with lead friction to the ICD. The conductors etfe coating was intact at all locations.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.